Event description:
On (B)(6) 2012 the reporter contacted animas and stated that the keypad buttons were hard to push. No additional information is available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons responded appropriately. There was no evidence of keypad contamination found under the keypad buttons. Unable to confirm or duplicate complaint. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.